Manufacturer narrative:
Ge technical support recommended that the apl poppet and seat be cleaned and if problem persists replace the apl top assembly as well as the apl diaphragm assembly. There was no ge repair. Block a: customer contact reports no patient information is available. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in excessive airway pressure during a case. There was no patient injury.